Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the computer required replacement. The computer was replaced and the issue was resolved. The replaced computer has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following computer replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed the message "error reconstructing 3d image" during 3d reconstruction. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The suspect computer was returned to the manufacturer for analysis. Visual inspection found that the spacer below the cd drive had broken tabs and was not seated properly, however the computer passed all functional testing. The reported event could not be duplicated by medtronic personnel.